Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the chronic totally occluded left subclavian artery. A 7fr long sheath was taken and a command guide wire was advanced to the lesion. The lesion was prepared with a 3.0x20 mm balloon. The command guide wire was exchanged for a stiff wire and then it was planned to take the 7x29 mm omnilink elite sds. The omnilink elite sds was flushed well and attempted to be advanced on the guide wire. The sds went about half way and then there was strong resistance on the wire. The sds was not going any further and it was tried to push the sds but the sds was noted to be stuck on the wire. The sds and the stiff wire were removed together. When on the back table it was attempted 2 or 3 more times to remove the wire from the sds and during this the stent dislodged. A new omnilink elite sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance/position and difficult to remove from the guide wire were not confirmed. The reported stent dislodgement (stent movement) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position and difficult to remove (guide wire resistance); however, the reported stent dislodgement (stent movement) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the chronic totally occluded left subclavian artery. A 7fr long sheath was taken and a command guide wire was advanced to the lesion. The lesion was prepared with a 3.0x20 mm balloon. The command guide wire was exchanged for a stiff wire and then it was planned to take the 7x29 mm omnilink elite sds. The omnilink elite sds was flushed well and attempted to be advanced on the guide wire. The sds went about half way and then there was strong resistance on the wire. The sds was not going any further and it was tried to push the sds but the sds was noted to be stuck on the wire. The sds and the stiff wire were removed together. When on the back table it was attempted 2 or 3 more times to remove the wire from the sds and during this the stent dislodged. A new omnilink elite sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: on the back table, the guide wire finally came out after giving more pressure and then the dislodgement occurred. No additional information was provided.